Event description:
It was reported that the pump displayed alert 38 indicating a motor stall that prevented insulin delivery, after which the user performed a dry run and completed a full supply change using new contact detach, connector, and cartridge lot numbers. Symptoms included interruption of insulin therapy consistent with a stalled motor alarm. Outcomes included restoration of therapy following supply replacement without need for medical intervention. Investigation included customer support troubleshooting, guided dry run, and education on resolving motor stall alerts. Investigation of this case revealed a consecutive stalled motor condition that was resolved by replacing infusion and cartridge components, consistent with device protection features designed to halt delivery during a stall. It was concluded, based on previously established findings for similar reports, that the cause was an operational stall mitigated by user-led corrective actions following troubleshooting. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.